Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the failure was isolated to thermal damage affecting l702, r767, q703, c782 and u708 on the distribution node pca. The root cause of the thermal damage was unable to be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) does not communicate with a monitor.